Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that patient¿s implantable pulse generator wound site had dehisced. Patient was on antibiotics and will continue intravenous antibiotics post-surgery. Patient had no traumas or falls. Physician opted to explant the device system. The wound healed post-surgery. Patient was stable.